Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of "the pump keeps shutting off " was verified through review of the event history log as "improper shutdown" messages. The device was found to function as intended during testing and determined to be in specification. No cause was identified therefore no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump kept on shutting off. There was no patient involvement. No additional information is available.